Manufacturer narrative:
No specific patient information was provided. Limited information was received. Only the hospital name was stated. Indicates the product was not available for evaluation. End of report. Device was not returned.

Event description:
It was reported that a leak occurred at the y connector of a 3m ranger(tm) high flow blood/fluid disposable set. The reporter did not indicate if the event occurred during priming or during actual use and what fluid was being used at the time of the event. No patient injury was reported.